Event description:
The iab leaked & the iab was removed. A second iab was inserted into the pt. On 06/10/1998, the following was reported to datascope: the iabp began alarming "check iab catheter". The nurse began troubleshooting (checking for kinks). Dark flecks were noted in the tubing and iabp was stopped. The catheter was removed & another was inserted into the pt. There was no pt injury or complication as a result of the event. The pt is alive & remains intubated. (Event complications): unk - reported 05/19/1998; none reported 06/10/1998 & 06/17/1998. (Pt's current status): intubated - reported 06/10/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whithsh patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.